Event description:
It was reported that the patient experienced a uti while using the catheter. It is unknown what medical interventions were given for the uti.

Manufacturer narrative:
The event could not be confirmed as no sample was returned for evaluation. A potential failure mode could be ¿materials of construction are not biocompatible¿ with a potential root cause of "materials of construction are not biocompatible". The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. Sterile: unless package is opened or damaged. Warning: do not use ointments or lubricants having a petrolatum base. They will damage silicone and may cause balloon to burst. Caution: do not aspirate urine through drainage funnel wall. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Single use only. Do not reuse. Do not resterilize. For urological use only."

Manufacturer narrative:
"The investigation is still in progress. Once the investigation is complete a supplemental report will be filed." The device was not returned.

Event description:
It was reported that the patient experienced an uti with while using the catheter. It is unknown what medical interventions were given for the uti.